Event description:
Reporter called about issues regarding his medtronic guardian 4 insulin delivery system. Reporter has been having difficulties since (B)(6) 2023 when there was a system upgrade. For the sensor, it takes approx. Two hours for calibration (basal rate) and if it fails (which happens 2 to 3 times per change), takes another two hours to restart another sensor, for a total of 4 to 6 hours without treatment. The batteries for the device do not last for seven days (as promoted) and has to be charged separately. The device has problems with wireless connectivity while in use and blood glucose readings can be off up to 100 points (compared with finger sticks). Patient has now been without a working transmitter for seven weeks due to failure and not being replaced by medtronic. He has resorted to alternative methods of monitoring his blood glucose levels. When attempts are made to contact medtronic, phone calls are not answered or returned if a message is left. Additionally, the sensor has to be positioned on the back of his arm along with proper set up to enable readings and cannot be done alone - help is needed for proper assembly and placement. Reporter shares that this system is difficult to navigate as a paramedic (wife is a nurse) and is concerned for the general population without any medical background using this device or assistance placing in the proper position to monitor blood glucose.